Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with incontinence. An issue with the pump or loss of balloon pressure was suspected. A surgical procedure was performed during which the pump and balloon were explanted and replaced; no leak was identified in the device upon explant. No additional patient complications were reported.